Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer had been using admelog insulin within the pump supplies. Tandem customer technical support informed customer that admelog insulin is off label per the user guide. Customer changed out the infusion set supplies to address the issue. Customer¿s blood glucose level was 299 mg/dl.